Event description:
A medtronic representative reported that while the surgeon was performing a computed tomography (CT) based spine procedure, using pointmerge registration, the patient anatomy was flipped in the software. All the collected points were on the opposite side of the anatomy. The surgeon continued using navigation and compensated for the flipped anatomy. In trouble-shooting, the medtronic representative recommended the site use the flip button on the software to restore the correct orientation, this did not resolve the issue. The site tried switching the l/r, however, the issue persisted. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported the patient was doing well; nerve monitoring was good following screw placement. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Good registration on a model was obtained.

Manufacturer narrative:
Stealthstation. The 2d images seemed to be flipped anterior/posterior. The points picked which should have been on the processes looked appropriate on the 3d model, but on the 2d images they were placed more on the spinous body, correlating with an a/p flip. It is not known how the flip occurred. Incorrect orientation entered on the hospital CT scanner side is the most probable cause, but cannot be confirmed.